Event description:
This serious unsolicited device case received from united states on (B)(6) 2013 from a nurse. The case involves a (B)(6) year old female patient who developed rash on her stomach and sides whilst receiving treatment with synvisc. Past medical history, past drugs, concurrent conditions and relevant concomitant medications: not reported. On (B)(6) 2013, the patient initiated treatment with synvisc injection at a dose of 2 ml, once a week (route of administration: unk; batch/ lot number: w12111 and expiration date: 30-sep-2015) into left knee for osteoarthritis. On (B)(6) 2013, the patient received second injection of synvisc. Later, on an unspecified date in (B)(6) 2013 (after second injection), the patient developed rash on her stomach and sides. The patient went to the primary healthcare professional (hcp) who did not feel it was related to synvisc injection and gave her an oral corticosteroid (unspecified) as a treatment. It was reported that the patient was planning to go ahead with third synvisc injection. Action taken: unk. Corrective treatment: oral corticosteroid (unspecified at the time of report). Outcome of event: unk. A pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same. Pharmacovigilance comment: sanofi company comment dated (B)(4) 2013: this case concerns a patient who developed rash on her stomach and sides after receiving synvisc for osteoarthritis. Based on the available info, the association of synvisc with the event of rash on her stomach and sides is assessed as unlikely.